Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a low anterior resection procedure, an error occurred in the process of firing. When surgeon fired the trigger of the device, the staples weren't fired. As an emergency measure, the surgeon detached it from the tissue and replaced it with a new one. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m54191. The analysis results showed that the cr40g cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the returned cartridge was noted to have seven staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. No functional test was performed due the condition of the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.